Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodged. It was reported that the lesion was pre-dilated with a balloon catheter. While crossing the vision stent and removing the protective sheath, the stent dislodged at preparation. The stent delivery system (sds) was exchanged and another stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
Evaluaton summary: quality assurance analysis of the device revealed that the sds was returned without blood visible. There was contrast in the inflation lumen and in the balloon. The stent had dislodged from the balloon and was returned inside the proximal end of the protective sheath. There was no damage noted to the stent. The balloon was loosely folded and was filled with contrast when received. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 18 cm distal to the strain releif tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the stent outer diameters and these were all oversized. A pin gauge was used to measure the inner diameter of the distal end of the protective sheath was .029" and the proximal end was .055". Product performance engineering reviewed the incident information and analysis of the returned sds. The analysis confirmed that the stent had dislodged and was inside the proximal portion of the protective sheath. There was no observed damage to the stent, which indicates that forced removal of the sheath was not a likely cause of the dislodgement. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture and the inner diameter of the protective sheath met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement. Additionally, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The balloon was returned loosely folded and filled with contrast. This suggests at some point, positive pressure was applied to the system, most likely during the preparation for use. If positive pressure is applied to the system, the balloon will begin to inflate, which will cause the stent to partially deploy, and can lead to stent dislodgement when the protective sheath is removed. In this case, it appears that the operational context of the device led to the stent dislodgement. The only damage noted to the returned device was a bend in the hypotube. There was no mention of this in the incident and likely occurred as a result of handling the device during packing/shipping of the device back to abbott for evaluation. Based on the available information, there is no indication of a product quality issue. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance department.